Event description:
A customer reported that the equipment had no fluid/gas exchange during a procedure. Following a delay of greater than 15 mins, an alternate system was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).